Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited over sensed noise, high pacing impedance, failure to capture and delivered inappropriate shock. It was noted that lead had fractured. The lead was capped on (B)(6) 2025. Patient condition was stable.

Event description:
New information noted that patient experienced chest discomfort following inappropriate ICD shocks and reported discomfort after the lead revision procedure.